Event description:
(B)(4). Event occurred in (B)(6). It was reported that the patient's infusion set's tubing had detached at the quick release during day to day activity and patient was not able to receive insulin. The site location was patient's abdomen. Reportedly, it was unsure about the length of time the infusion had been in use. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures or humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.